Event description:
It was reported that a customer felt that battery depletion too early. It was noted that there were high left ventricular lead output during the last four months. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.